Event description:
During a ventricular tachycardia (vt) procedure, a cardiac tamponade occurred. While mapping the vt, the patient complained of chest pain. On fluoroscopy, the cardiac silhouette was not moving as expected. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-2 met specifications for optical properties. Optical fiber 3 no longer met specifications for optical properties, however, contact force was displayed on the tactisys quartz unit. Logfile analysis indicated optical fiber 3 did not meet specifications for optical properties.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of optical fiber 3 no longer meeting specifications for optical properties, and the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.